Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Corrected sections: d4, h4. Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 05/08/2019 and investigated on 10/17/2019. A visual inspection was conducted. Signs of clinical use were observed. No visual defects were observed. There were no defects or any non-conformities with the blades. Based on the returned condition of the device and the evaluation results, the reported failure " detachment of device or device component" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using deep blades ,one of the black stay suture pieces on the retractor blade popped out during case when pulling sutures out. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using deep blades, one of the black stay suture pieces on the retractor blade popped out during case when pulling sutures out. The hospital did not report any patient effects.